Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle, an unspecified number of needles with defective sleeves, and needle peircing through the protective sleeve. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® precisionglide¿ multiple sample needle, an unspecified number of needles with defective sleeves, and needle peircing through the protective sleeve. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -9th. H.6 investigation summary: material #: 360213. Lot/batch #: 3275480. Bd received 90 samples and 3 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. An embedded black foreign material was observed on the sleeves. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.